Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with using a new insulin pump. Customer stated that she was stuck on the time/date screen. Customer was able to leave that screen and declined troubleshooting. Blood glucose level at the time of the incident was 580 mg/dl. The insulin pump was not replaced or returned for analysis.